Manufacturer narrative:
A partial lead with the connector pin measuring 40.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when patient presented in clinic for a follow up visit, no capture at high output issue was observed on the lv lead. Patient had diaphragmatic stimulation. Lead was capped on (B)(6) 2018 and a new lead was implanted. No further information available.